Event description:
It was reported that during a craniotomy procedure, the drill bit broke. It was also reported that the broken piece was left behind in the patient's skull, an MRI confirmed this. It was further reported another drill bit was readily available and no additional medication was prescribed to the patient.

Manufacturer narrative:
The drill bit subject to this MDR is not available for evaluation. Lot number information has not been provided to permit further investigation.